Manufacturer narrative:
Checking the manufacturing charts of the involved lot numbers, no pre-existing anomalies were found. This is the first complaint received for the involved lot numbers. A final report will be submitted after the investigation is completed.

Event description:
On (B)(6) 2024 during a primary implant procedure, after applying the metaglena and the glenosphere correctly, the humerus could not luxated. After several attempts, it was decided by the surgeon to remove the glenosphere in order to do a humeral recut. With the available instruments the surgeon was able to disassemble the glenosphere but during the removal maneuver the tt augm.360 baseplate was also mobilized. Given the impossibility of removing the mobilized component, since there was a reasonable possibility to cause neurovascular and bone damage; and noticing the absence of consequences on the stability of the implant (which appeared mechanically good), the procedure was effectively concluded. It was reported delay during the procedure due to x-ray checks during and at the end of the operation. This was a primary procedure. Patient: female, 76 years old, no relevant pathologies. The following devices were implanted: smr reverse hp glenosph. 40 mm (product code: 1374.50.400, lot. 2405596 - ster. (B)(4)) - sold in us. Tt augm.360 baseplate #s-r 15° (product code: 1375.15.515, lot. 2332886 - ster. (B)(4)) - sold in us. Smr connector small r (product code: 1374.15.305, lot. 2404748 - ster. (B)(4)) - sold in us. Cortic.bone screw d.5 l.24 mm (product code: 8432.15.024, lot. 2400073 - ster. (B)(4)) - sold in us. The following instrument was used to disassembly: smr - glenosphere extractor (product code: 9013.74.145, lot. 21bz001) event occurred in italy.